Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Shaft break/separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during the procedure in an unspecified vessel, a 2.75x23 rx xience v stent delivery system broke while being advanced through the guide catheter. A similar sized xience v stent delivery system was used to complete the procedure. There was no adverse patient effect or clinically significant delay in the procedure. The physician could not recall any other specific information regarding the case. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.